Manufacturer narrative:
No investigative analysis could be performed since the lead was not returned to st. Jude medical for analysis.

Event description:
During follow-up, loss of capture and a decrease in sensing were observed on the right ventricular lead. X-ray imaging revealed a rv lead dislodgement and a perforation of the myocardium. The lead was repositioned and the patient was in stable condition.